Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer's blood glucose. The customer reverted to an alternate form of insulin therapy.